Event description:
Per (B)(4) received (B)(4) 2012 pt was to undergo endometrial ablation. She was scheduled for novasure. Pt states doctor had difficulty completing the procedure with novasure and kept changing instructions, the machine kept alarming and she experienced marked pain on the right. The doctor therefore changed the procedure to her option cryoablation. She completed the ablation with this unscheduled technique and released the pt on antibiotics. The pt continued to have pain and developed a fever. The pt presented to the ER with a temp of 104, wbc of >18,000. The pt was started on antibiotics and underwent an MRI which identified a perforation and necrosis of myometrium. The pt was therefore taken to surgery where a hysterectomy was performed and is now recovering.

Manufacturer narrative:
On (B)(4) 2012, a follow up call was placed to dr. (B)(6). Dr. (B)(6) indicated a novasure device was used, entering the uterus on the right side and after 2 minutes a "flag/alert" was encountered. Speculation is that the fan tip would not open after perforation and numerous things were tried to overcome the alarm, however the novasure (hologic) procedure was abandoned. The pt complained of pain on her right side. The attending physician elected to move to a her option procedure, the procedure went as expected, there were no performance issues raised. MRI detected a perforation of the uterus. Hysterectomy was performed on (B)(6). Dr. (B)(6) indicated there is no evidence to suggest malfunction of the her option device. Rather it is more likely that the initial insertion of the novasure probe caused the perforation. (B)(4).